Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A visual inspection of the device could not be performed. A relationship between the device and the reported event could not be corroborated. There is no information to suggest the device failed to meet specifications. A clinical evaluation was conducted and no relevant clinical medical information was provided to conduct a thorough medical assessment. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Some potential probable causes could include improper device selection or support. Please refer to the instructions for use for recommendations on proper use of the device to prevent future reoccurrence of the reported event. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that primary sugery was performed on (B)(6) 2019. Patient suffered a pseudoarthrosis and nail had to be removed. During the removal of the device, the physician realized the nail was broken. The device and all the pieces were removed from the patient and another intertan nail with a different sizes was placed. The procedure was being performed was the right hip osteosynthesis. The patient is stable without any damage since all the pieces were removed. Another of the same device was used in order to complete the procedure.